Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the x-port isp implantable port, groshong single-lumen, 8f products that are cleared in the us. The pro code and 510 k number for the x-port isp implantable port, groshong single-lumen, 8f product are identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H10: d4 (expiry date: 12/2021) h11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometime post a port placement, the patient allegedly experienced extreme pain. It was further reported that the tissue was allegedly found to be adhered only to the black scale of the catheter where it was buried under the skin upon removal. Reportedly, the port was removed and replaced. The current status of the patient is unknown.

Manufacturer narrative:
The catalog number identified in section d4 has not been cleared in the us but is similar to the x-port isp implantable port, groshong single-lumen, 8f products that are cleared in the us. The pro code and 510 k number for the x-port isp implantable port, groshong single-lumen, 8f product are identified in d2 and g4. Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one x-port isp implantable port attached to a groshong catheter was returned for evaluation. What appeared like catheter degradation, was observed throughout the attached catheter between the 11cm depth mark to the 19cm depth mark. The catheter was noted to have small, degraded spots from the 11cm depth mark to the 19cm depth mark. Therefore, the investigation is inconclusive for the reported tissue adhering issue as no objective evidence was provided for review. Furthermore, the clinical conditions alleged in the complaint cannot be confirmed. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. (Expiration date: 12/2021). The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometime post a port placement, the patient allegedly experienced extreme pain. It was further reported that the tissue was allegedly found to be adhered only to the black scale of the catheter where it was buried under the skin upon removal. Reportedly, the port was removed and replaced. The current status of the patient is unknown.